Event description:
Related manufacturer report number 2916596-2021-06156.

Manufacturer narrative:
A1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a low speed event was confirmed in the evaluation of the submitted log file; however, a specific cause for the event could not be determined through this evaluation. The account submitted a photo of the system monitor that confirms that the patient was experiencing low voltage and low speed alarms on (B)(6) 2021. A review of the submitted log file showed no atypical events except on day 19, hour 5, minute 14, when the patient experienced low speed advisory alarms that turned into a low speed hazard and low battery advisory and hazard alarms. A specific cause for the changes in pump parameters could not be conclusively determined. On (B)(6) 2021, alarms such as "low speed operation", "low voltage" and "sc cell low" were recorded, and the pump speed was recorded at 5720 rpm at the lowest. The patient heard a short beeping sound, but nothing was displayed. When the display module was checked, "not connect" was displayed. On (B)(6) 2021 a short audible alarm was heard. Due to the recent low speed alarms, the system controller was exchanged. The exchanged products will be returned to abbott for evaluation. A short to shield was not confirmed. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 21may2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient heard an intermittent beep when connecting to the power module on (B)(6) 2021 and the "not connect" message was displayed on system monitor. Low speed/voltage alarms were recorded on system monitor. It was suspected that the power module patient cable could be the issue due to fatigue, so the patient cable was exchanged on (B)(6) 2021 in follow-up hospital. Short-to-shield was also possible. Exchange of the power module was also considered. An alarm was heard on (B)(6) 2021 that resulted in the controller being exchanged because the patient was anxious about the recent low speeds. Battery module alarms were recorded in the log files. The controller was suspected to be faulty and will be returned. Related manufacturer report number # 2916596-2021-04814.